Event description:
A nurse reported that the end user had pink patchy pimples. Physician diagnosed as skin yeast infection and prescribed nystatin topical powder. The end user saw no improvement after one week. His physician then prescribed a course of oral miconazole. After completion of his course of miconazole, the rash worsening in number of pimples and redness. His usual wear time is 3-4 days. He will see the nurse to re-evaluate later today.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4), 2014.